Event description:
It was reported that the user performed a supply change with a steel 6 mm, 23-inch infusion set, but the pump continued to indicate an empty insulin cartridge; the user acknowledged skipping the step to confirm drops and was connected to the infusion set at the time, and customer care provided education that a tubing and infusion set change with drop confirmation and a rewind was necessary to resolve the issue. Investigation included remote troubleshooting and procedural review with the user. Investigation of this case revealed that the cartridge and tubing were not properly primed to visible drops before connecting to the body, which aligns with an operational use issue related to infusion set and cartridge handling. No clinical symptoms associated with the event reported. Outcomes included user education on proper cartridge loading, priming to visible drops, and infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup and priming.